Manufacturer narrative:
(B)(4). Csi inquired as to whether further treatment is planned. Csi was informed no additional treatment is planned for this issue. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A stealth peripheral orbital atherectomy device (oad) was used to treat heavily calcified lesions in the popliteal artery via femoral access. The lesions were heavily calcified, and flow was compromised; glyceryl trinitrate (gtn) was added to the viperslide solution prior to the procedure. Seven treatments were performed (one low-speed, two medium speed, and four high-speed), after which no flow was observed. Additional gtn, heparin, and alteplase were administered. Following angioplasty in the distal to mid peroneal artery, proximal anterior tibial artery, and popliteal artery, some flow was again observed; however, flow was slow. While thrombus was suspected, it could not be confirmed. Administration of thrombolytic medication did not resolve the observed slow flow. The patient was stable at the conclusion of the procedure.